Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and indicated that a green striped tubing at upper sheath restrictor (vc12) was disconnected. The fse replaced the tubing, resolving the leak. The vc12 is the sheath flow restrictor and during sample analysis it restricts the upper sheath flow and directs it into flow cell port 3. This flow moves cells away as they exit the aperture, preventing them from swirling back into the sensing area. After repair, the fse verified the system performance. Failure mode was related to a disconnected green striped tubing at upper sheath restrictor (vc12). Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a yellow fluid leak of approximately 15 ml from the left side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no error messages generated by the instrument in association with this event. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.